Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. During the ablation procedure for atrial fibrillation was performed involving a intellanav mifi open-irrigated catheter. After pulmonary vein isolation and acquisition of the voltage map with the rhythmia mapping system. The physician observed that the heart shadow movement was not good after expansion isolation of the left pulmonary vein and body surface echo revealed the pericardial effusion. A drainage was performed and the remainder of the procedure was cancelled.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. During the ablation procedure for atrial fibrillation was performed involving a intellanav mifi open-irrigated catheter. After pulmonary vein isolation and acquisition of the voltage map with the rhythmia mapping system. The physician observed that the heart shadow movement was not good after expansion isolation of the left pulmonary vein and body surface echo revealed the pericardial effusion. A drainage was performed and the remainder of the procedure was cancelled. It was additionally reported that the physician did not have a suspected cause of the event and that the patient had been discharged.